Event description:
Healthcare professional reported, "had several adjustments over a few weeks and saline missing every check. Pt to have port exchanged."

Manufacturer narrative:
The rptr of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done.